Manufacturer narrative:
The initial reporter's meter and test strips were returned for investigation and were tested using retention controls. Testing results (qc range = 2.5 ¿ 3.7 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using an unknown method. At 9:00 am the meter result was 5.4 inr. At the same time the laboratory result was 3.5 inr. The patient's therapeutic range is 2.0 - 3.0 inr.